Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
(B)(6), it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-8741-40 driver snapped in the middle of a case. No negative outcomes for the patient were reported. This was discovered during a hardware removal procedure on (B)(6) 2025. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure is user error. This includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
Additional information was received: this was an elective hardware removal on (B)(6) 2025, of an arthrex product due to lateral foot pain caused by a screw backout following a mis bunion surgery. An unknown arthrex product, mis beveled screws, were removed. Nothing was implanted during the procedure because the mis procedure was remodeled and healed. The two ar-8741-40 driver snapped while trying to remove the screws. All fragments were removed and confirmed on x-ray. No case delay was reported, nor was anesthesia added to the patient. The case was completed by using an ar-8741-42 driver oversized driver and hammered into screw head to create a "press fit" to remove the screw. Additional information on the part explanted was requested.